Event description:
Customer's boyfriend states that the customer passed out and he called the emts. The emt arrived and tested the customer at 27 mg/dl on their meter. Customer was treated with an IV (contents unknown) and tested at 317 mg/dl on the emt meter about 5-6 minutes after the initial reading. Emt then tested the customer on her aviva meter at 198 mg/dl, about 6-7 minutes after the initial reading. Customer was not taken to the hospital. Customer currently feels fine. No actions taken based on aviva device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.